Event description:
Segments are missing from the display. A review of the systems was performed over the phone. This review indicating that segments were missing from the display. The customer was asked to return the meter for forther evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.